Event description:
The device prompted connect electrodes and an analysis of the pt rhythm could not be performed as a result. Another ambulance co arrived on scene with little delay and pt treatment was continued with their defibrillator of other MFR. Pt outcome was not reported, but the reporter indicated pt outcome was not affected by the event, due to use of the backup device.